Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 port & catheter, implanted, subcutaneous, intravascular allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. The definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The lot number was provided, therefore a lot history review could be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 port & catheter, implanted, subcutaneous, intravascular allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.